Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) reported that main drawer 2.2, row b, was not being detected. No issues were found when the fse arrived on site. However, the fse reseated all rear connections as well as all row boards as part of preventive maintenance. The drawer was tested and functioned correctly. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 row b not detected on bus and entire row was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.